Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead appeared to show crosstalk on the ventricular electrogram. The patient was brought into the clinic, and the clinician was able to reproduce the noise by having patient do isometrics. The right ventricular (rv) lead will be monitored and remains in use. No patient complications have been reported as a result of this event.